Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that the thread was stripped / damaged on his onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) limited documentation as the patient refused to answer all questions. The patient reported that the alleged issue first occurred on (B)(6), in the evening which resulted in him being unable to test his blood sugar. The patient was unable/unwilling to say how he manages his diabetes or if he made any change to his usual diabetes management routine in response to the alleged product issue. He reported that on the afternoon of (B)(6) 2017 he was hospitalized as a result of not being able to test his blood. The patient was unwilling to provide further details, or what treatment he received from the hcp. At the time of troubleshooting, the cca noted that this was not the first time the product was in use, it had been in use for ¿months¿ before the alleged product issue began. The patient was using the correct lancets, gauge 30g. Based on the information provided there was no misuse of the product. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly received unspecified treatment from a healthcare professional after the alleged product issue began.